Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage and clonidine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient was experiencing neuropathy. The patient indicated that the neuropathy started in 2013, after the pump had been implanted in 2011. No patient outcome was reported. Additional information was received from a consumer on 24-oct-2016 and it was reported that the patient was experiencing generalized severe constant pain in his lumbar spine like back to his baseline. The patient stated that he would be upset if his pump was not working. He also had shortness of breath that began a few months ago and thought the drug infusion system became ineffective for his chronicback pain 3 months ago. The patient had an MRI of his lumbar and thoracic spine. They confirmed a cyst approximately 2-3 inches from the tip of the catheter, but everything looked fine with the catheter itself. The patient had a doctor¿s appointment (B)(6) 2016 to discuss the results of the MRI and possible next steps. It was noted that the patient may be a candidate for a pacemaker and the reporter was wondering about compatibility with the pump. Additional information was received from a consumer. It was reported that the pump was malfunctioning. An MRI was done, however they had not found anything. A dye study was not yet scheduled. It was noted that when they remove the medication in the pump, there was "far more" than there should be. No out of box failure was reported. It was further stated that the pump was not knocking out the pain like it used to and it felt like he did not even have the pump implanted. The patient had no falls or trauma. The symptoms began about four months ago. The patient's pump was infusing 40.0 mcg/ml clonidine at 15.194 mcg/day and 25.0 mg/ml infumorph at 11.172 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.